Manufacturer narrative:
Initial and final MDR 1987952 - MDR 3003442380-2024-27122 - device 3 of 4

Event description:
Reference number (B)(4). Events occurred in the united states it was reported on (B)(6)2024 that the patient encountered infusion set cannula was kinked in 3 or more hours after insertion for first 3 events and within 3 hours for 4th event. The insertion site was at abdomen. Duration of infusion set used for event 1 about 24 hours ((B)(6)2024), event 2 - less than 24 hours ((B)(6)2024), event 3 - about 24 hours ((B)(6)2024) and event 4 - less than 24 hours ((B)(6)2024). The patient regularly rotated the site location. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.